Event description:
On 10/03/2025, a sales representative reported via email that an ar-1288qis-90 quadlink implant system experienced an issue during an acl reconstruction procedure using a quadriceps tendon autograft on (B)(6) 2025. The femoral tightrope broke while tensioning the graft into the femoral tunnel. The surgeon pulled the graft back out through the portal, and the tibial tightrope detached from the fibertag construct. All sutures were removed from the graft and re-prepped with a new fibertag and fibertag abs tightrope. No harm was done to the patient. Additional information was received on 10/13/2025: an ar-1588rtt acl fibertag tightrope implant and ar-1588tnt acl-fibertag tightrope were used to complete the case. The surgery was delayed by about 20 minutes. No additional anesthesia was administered to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.